Manufacturer narrative:
Evaluation of returned device found evidence that implant fractured due to the application of excessive force and malalignment. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿

Event description:
It was reported patient underwent a right scapholunate ligament repair on (B)(6) 2013. During the procedure, the surgeon had difficulty deploying the anchor upon insertion. As a result, the surgeon had to drill an alternate hole to implant a new juggerknot anchor.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.